Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894162 and gd894014 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The cause of the peritonitis and treatment information was unknown. At the time of this report, the patient was recovering from the peritonitis.